Manufacturer narrative:
The testosterone ii reagent lot number was 78689801 with an expiration date of 31-aug-2025. The anti-tshr reagent lot number was 80193001 with an expiration date of 31-oct-2025. The qc was acceptable. The field service engineer found that the sipper was misaligned. He performed sipper alignment and verified that the instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 12 patients' samples tested with elecsys testosterone g2 (testosterone ii) assay and 8 patients' samples tested with elecsys anti-tshr assay on a cobas 6000 e601 module. The following are examples of patient samples with discrepant results: sample 1 and sample 2 tested for testosterone ii: sample 1: initial result: 1500 ng/dl accompanied by a data flag. The testosterone ii assay results had one diluted sample that was rerun, which prompted the rerun of all the patient samples. 1st repeat result: 816.7 ng/dl. On (B)(6) 2025: 2nd repeat result: 793.0 ng/dl. The 2nd repeat result was deemed to be correct. Sample 2: initial result: 869.2 ng/dl. On (B)(6) 2025: repeat result: 389.3 ng/dl. On (B)(6) 2025, sample 3 and sample 4 were tested for anti-tshr: sample 3: initial result: 10.31 iu/l accompanied by a data flag. Repeat result: 0.928 iu/l. Sample 4: initial result: 14.38 iu/l accompanied by a data flag. Repeat result: 2.95 iu/l with a data flag.

Manufacturer narrative:
The calibration for testosterone ii was last performed on 06-mar-2025 and the calibration for anti-tshr was last performed on 10-mar-2025, and the results were acceptable. There was no indication of a performance issue with the reagent since the qc was acceptable. The alarm trace showed multiple abnormal sipper movement alarms and abnormal low signal alarms. The preanalytic information showed that the customer did not follow the centrifugation setting recommendations of the tube manufacturer. The field service engineer found that the misaligned sipper caused the issue. The investigation determined that the service action resolved the issue. No further issues were reported after the service visit.